Manufacturer narrative:
The failure was confirmed through functional testing, disassembly and visual inspection. It was determined that the e-box required replacement as it caused the motor not to function correctly. The e box was determined as non-stryker component. This also explains the finding of run on since a non-stryker component will not be compatible with the device circuitry. The affected components were replaced. The device passed all final inspection activities and will be returned to the customer.

Event description:
It was reported that the handpiece was not running properly and it stopped working during case. The procedure was completed successfully without any delay. During repair at maufacturer facility it was noted that the handpiece continued to spin slowly after the trigger was released. No adverse consequences or medical intervention were reported with the event.